Event description:
A renegade micro catheter was going to be used for a ptca. During preparation, it was noted that the catheter was kinked and then it proceeded to fracture. Another device was used to complete the procedure.